Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. B is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was readmitted due to arrhythmia which was managed during admission. They were admitted for further monitoring. During admission extreme contamination of devices was recognized, cloths with bed bugs. The hospital informed the accommodation facility where the patient was living. Inspection of the patient's room revealed source of the bedbugs and disinfection/disinsection service was ordered. During their operation the power module (ppm) and universal battery charger (ubc) were removed from the room and probably disposed at a landfill. The hospital had requested allocation of both devices and the facility delivered them both in highly messy conditions back to the hospital. The hospital requested manufacturer recommendation on whether the devices can be restored at a service department and returned back to service with heart transplant (htx) candidates given such contamination.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The arrhythmia was not-sustained ventricular fibrillation. Symptoms included syncope and a fall on the head. They required cardioversion as treatment, which resolved the arrhythmia. They were admitted for further monitoring. It was noted that the patient had a history of atrial fibrillation. The arrythmia was not thought to be device related. An implantable cardioverter defibrillator (ICD) was not implanted prior to the vad.